Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported lipids leaking from connection at tubing while connected to patient PICC line. There was no patient harm.

Manufacturer narrative:
Based on investigation findings that a crack on the concomitant non-bd product was the cause of the leak, the file is no longer reportable.